Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect the o-ring and clean the pneumatic tap area, leading to the decision to replace the pump, even though it was out of warranty. The customer expressed interest in obtaining an out-of-warranty loaner pump.